Manufacturer narrative:
Novocure's medical opinion is that a contribution of the arrays to the event cannot be ruled out. Additional contributing factors for wound dehiscence in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence was reported as an adverse event in the (B)(6) trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6) year old female with newly diagnosed glioblastoma began optune therapy on (B)(6) 2020. On (B)(6) 2020, novocure received an image from the patient that displayed a wound with eschar on the top of the head, partially located on the surgical scar with crusted yellowish exudate on the margins. There appeared to be mild erythema and neovascularization on the scalp in the surrounding area. A smaller yellow crusted area parallel to the other wound was visible. Significant hair growth could be seen around the affected area. Healthcare provider was informed and prescribed a topical ointment to treat the sore and the arrays were placed to avoid the affected areas. On (B)(6) 2020, the patient reported that the ongoing open wound on the top of her scalp had become progressively worse. Healthcare provider instructed the patient to temporarily discontinue optune therapy and consult with a wound care specialist. On (B)(6) 2020, the patient reported that the wound care staff discovered that the wound had increased in size with exposed cranium hardware (last surgical resection (B)(6) 2019). Optune therapy was discontinued. On (B)(6) 2020, a plastic surgeon described the wound as t-shaped approximately 7cm across and 3 cm in height with exposed cranium hardware in two areas and skin break down pending hardware exposure. Hardware removal and wound revision was planned for a later date. According to the plastic surgeon, cause of the event was likely due to the cranium hardware and radiation however, optune therapy could not be ruled out.